Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the bolus feature of her insulin pump was not working properly. She stated that sometimes that insulin pump would not give her the option to bolus for a higher blood glucose. Other times the pump does give her the bolus option. That morning her blood glucose was 213 mg/dl but the pump did not give her the bolus option. However, she was able to bolus through her bolus button. Transfer to the 24 hour product helpline was declined since she was driving at the time of call. No products were shipped or returned.